Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unk to (B)(6) based on the returned product. Section d4 (device expiry date) & (device mfg date) have been updated based on the returned product download. Sensor (B)(6) was returned on 19jun23 and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Reader (B)(6) has been returned and investigated. Performed visual inspection and no issues were observed. Performed control test solution and all results were within specification. This issue is therefore not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a bfarm declaration in which a customer reported a low reading issue with the adc device. The report contained the following information: "the device showed afternoon hypoglycemia of around 2 mmol/l, customer then takes glucose by mouth and vomits. Remeasurement: 6.7 mmol/l. The customer doesn't get insulin on schedule. In the course of yesterday further az reduction, clinical performance. Hyperglycaemia of up to 48 mmol/l combined with the further course shows up here myocardial damage (tropt increase) and hyperglycemic coma. On the its together with his wife device tested again: (freestyle libe 2: bz 7.8 mmol/l) / but the patient actually had this laboratory test showing a bg of 33 mmol/l. We removed the sensor and read it again through the freestyle libre 2, in a value of 8.1 mmol/l displayed in the ambient air without contact with the body. The wrong measurement of this customer has led to an adjustment of the insulin dose in the home setting and ultimately to a therapy requiring intensive care with intubation, ventilation, and the need for catecholamines." There was no report of death or permanent impairment associated with this event. The sensor reading of 7.8 mmol/l compared to laboratory result of 33 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Event description:
Abbott diabetes care (adc) received a bfarm declaration in which a customer reported a low reading issue with the adc device. The report contained the following information: "the device showed afternoon hypoglycemia of around 2 mmol/l, customer then takes glucose by mouth and vomits. Remeasurement: 6.7 mmol/l. The customer doesn't get insulin on schedule. In the course of yesterday further az reduction, clinical performance. Hyperglycaemia of up to 48 mmol/l combined with the further course shows up here myocardial damage (tropt increase) and hyperglycemic coma. On the its together with his wife device tested again: (freestyle libe 2: bz 7.8 mmol/l) / but the patient actually had this laboratory test showing a bg of 33 mmol/l. We removed the sensor and read it again through the freestyle libre 2, in a value of 8.1 mmol/l displayed in the ambient air without contact with the body. The wrong measurement of this customer has led to an adjustment of the insulin dose in the home setting and ultimately to a therapy requiring intensive care with intubation, ventilation, and the need for catecholamines." There was no report of death or permanent impairment associated with this event. The sensor reading of 7.8 mmol/l compared to laboratory result of 33 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a bfarm declaration in which a customer reported a low reading issue with the adc device. The report contained the following information: "the device showed afternoon hypoglycemia of around 2 mmol/l, customer then takes glucose by mouth and vomits. Remeasurement: 6.7 mmol/l. The customer doesn't get insulin on schedule. In the course of yesterday further az reduction, clinical performance. Hyperglycaemia of up to 48 mmol/l combined with the further course shows up here myocardial damage (tropt increase) and hyperglycemic coma. On the its together with his wife device tested again: (freestyle libe 2: bz 7.8 mmol/l) / but the patient actually had this laboratory test showing a bg of 33 mmol/l. We removed the sensor and read it again through the freestyle libre 2, in a value of 8.1 mmol/l displayed in the ambient air without contact with the body. The wrong measurement of this customer has led to an adjustment of the insulin dose in the home setting and ultimately to a therapy requiring intensive care with intubation, ventilation, and the need for catecholamines." There was no report of death or permanent impairment associated with this event. The sensor reading of 7.8 mmol/l compared to laboratory result of 33 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.